Event description:
A customer reported the c10-3v transducer had damage to the lens surface exposing metal underneath. The transducer was associated with an epiq elite ultrasound system. The issue was found during a routine ultrasound exam, and there was no patient or user harm. The transducer was removed from use due to the lens damage. A replacement transducer was provided to the customer. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A replacement transducer was sent to address the customer's immediate concerns. A failure analysis on the damaged probe face was unable to be performed as the transducer was not returned by the customer. No other pertinent information for the investigation was able to be obtained; no further information is available. The manufacturer is submitting a final report at this time. If additional information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.